Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: south korea. It was reported that when user unpacked the histoacryl, they were solidified and leaked with bended tip.

Manufacturer narrative:
Samples received: none. Analysis and results: there are three previous complaint of this code batch regarding the same issue, of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have not received any samples for analysis. Nevertheless, taking into account that this is the fourth complaint received of the same code batch for the same issue we consider that the complaint is confirmed. Ampoules received from previous complaints were optically evaluated and a defect in the tip of the ampoule was found in the samples received. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received in previous complaints did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.